Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that the speaker cable was disconnected. The rse instructed the customer reconnect the speaker cable. The device was confirmed to be operating per specifications after the cable was reconnected.

Event description:
The customer reported that the speaker does not produce audible sound and presents an error message "equipment fault". It is unknown if the device was in clinical use at the time of the event. There was no adverse event reported.